Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, fraying of the insulation could be seen between 55 cm and 57.5 cm distal of the is-1 connector pin. In addition, the rope conductor to the ring electrode was fractured at this site. These damages can with high probability be regarded as the cause for the clinical complaint. The observed damage manifestation speaks for friction at an adjacent partner lead. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of material defects or manufacturing errors.

Event description:
It was reported that 16 months after the implant, during a regular follow up high pacing impedances of greater than 3000 ohms was reported, and loss of capture was noted. The lead was explanted.